Event description:
The patient contacted lifescan in 2005 and alleged that their one touch ultra meter was reading inaccurately erractic (serial number not provided).the patient had performed a precision test with results of 180 mg/dl, 125 mg/dl, and 98 mg/dl, performed within 10 minutes of each other. During troubleshooting with customer service agent, patient was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Therefore, this case is reported as a product malfuncion. A replacement meter was sent to the patient.